Event description:
Pt scheduled for out patient heart catheterization. Cath completed, angio seal inserted without difficulty. Md called to out patient recovery area when trying to ambulate pt. Pt c/o increased groin pain. Upon assessment noted right leg pale, decreased pulses to right pedal/post tibialis compared to left leg. Ultrasound of right femoral artery showed critical ischemia of right lower extremity secondary to acute common femoral artery occlusion status post cannulation for cardiac catheterization. Positive for focal nonocclusive dvt. Pt was later taken to surgery and had right groin exploration; femoral thrombectomy endartectomy and patch angioplasty with dacron. Pt tolerated surgery well, had no further difficulties.